Manufacturer narrative:
Per the user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl and the cause was not known. The customer checked the pump supplies and a bolus was delivered to address elevated bg. During troubleshooting with tandem technical support, air bubbles were observed in the tubing line. After troubleshooting, the customer verified that insulin was being pushed through the tubing. Reportedly, apidra was being used in the cartridge.